Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed that the teflon pad arm was detached from the shaft. There was also an indention in the teflon pad. This indention is typically caused by closing the jaw without tissue between the activated blade and pad. Inspection of the distal end of the shaft revealed damage including bending of the actuating and external shafts. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object (possibly a trocar during insertion of the device into the surgical site or some other surface/object). Stryker sustainability solutions' instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Introducing or withdrawing the instrument with the jaws open through a trocar sleeve may damage the instrument." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00021 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the tip of the ultrasonic scalpel broke off in the patient. No patient injury was reported by the user facility.